Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. The insulin pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected replace battery alarm, low battery alarm or power error alarm noted during testing or noted on formatted history file. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery outs and battery issues. The customer's blood glucose level was unknown. The insulin pump was returned for analysis.